Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site redness and discharge of pus. The stoma site was treated with ceclor 750 mg. Oral antibiotic for 10 days. As of (B)(6) 2021, the patient still had not started the prescribed ceclor. Upon consultation with the physician, the patient was strongly encouraged to begin taking the ceclor and then to follow-up in 6-7 days.